Event description:
It was reported that the pt underwent a cleft repair procedure using rhbmp-2/acs. It was reported that the cleft site repair failed to meet radiographic criteria of dental arch fusion; however, the aesthetic result was pleasing, and possibility for subsequent grafting exists. Per the reporter, failure in this particular case was attributed to excessive irrigation of the implant site before final closure, leading to a "dilution effect" of protein from the sponge. No further complications were reported.

Manufacturer narrative:
(B) (4). Non-union. Literature article citation: fallucco et al. Primary reconstruction of alveolar clefts using recombinant human bone morphogenic protein-2; clinical and radiographic outcomes. The journal of craniofacial surgery 2009; 1759-1764. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device info. Neither the device nor films of applicable imaging studies were returned to the manufacturer for eval. Therefore, we are unable to determine the definitive cause of the reported event.